Manufacturer narrative:
The quality investigation is complete. Blade not available for return.

Event description:
It was reported that during a surgical procedure, the sternum blade guard bent while cutting the sternum and the blade broke. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.